Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient presented in the emergency room with inappropriate therapy. Noise, externalized conductors and fracture were observed. The lead was capped and replaced.